Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The reported issue was determined to be the result of the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The device was returned to the customer without any repairs being performed.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.